Event description:
It was reported that ventricular undersensing followed by ventricular pacing with loss of capture was observed on freeze capture on a remote transmission. The clinic was unable to reach the patient to determine whether they were symptomatic or willing to come into the office for reprogramming. The issue was being monitored remotely to see if there was a re-occurrence.